Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization. Customer had broken her hip two week ago and had surgery. Customer is experiencing high blood glucose. The current blood glucose reading is 330 mg/dl. Customer is treating with insulin pump and manual injections. Nothing further reported.